Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. A review of the device logs showed ongoing insulin delivery throughout the reported timeframe. Multiple "brief sensor issue" alarms were recorded, consistent with dexcom g7 communication interruptions. While insulin was delivered as expected, the user experienced persistent hyperglycemia and was hospitalized for diabetic ketoacidosis (dka). The cannula was reported to be straight and intact upon removal. The cgm and insulin graphs suggest cgm data instability and a possible insulin absorption issue. No motor errors or device malfunctions were identified. A device-related cause could not be confirmed.

Event description:
On 07-jun-2025, a caregiver reported that on (B)(6) 2025 the user was taken to the emergency room (ER) and admitted for diabetic ketoacidosis (dka). While troubleshooting, device logs showed ongoing insulin delivery and multiple "brief sensor issue" alarms related to the dexcom g7 continuous glucose monitor (cgm). The infusion site needle was confirmed to be straight and did not appear to inhibit insulin delivery. While hospitalized, the user received manual insulin injections to control their blood glucose (bg).